Event description:
It was reported that the patient presented for aveir leadless pacemaker (lp) implant procedure. During procedure, it was noted that the tethers on the delivery catheter failed to be aligned and upon removing the device from the body, the lp had prematurely separated from the delivery catheter. Tissue build up was noted in the helix of the lp. The procedure was completed using an alternate device on (B)(6) 2024. There were no patient consequences.